Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2016. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient experienced implantable pulse generator (ipg) was at its end of life. The patient underwent ipg replacement procedure and was doing well post operatively. The device will not be returned due to surgery center policy.